Event description:
It was reported that stent positioning difficulties were encountered. The target lesion was located in iliac artery. A 10x100x120 epic vascular stent was advanced for treatment. However, during procedure, it was noted that the lesion was tight, and the stent size was 1 size up. Eventually, the stent was deployed moved a little bit from the target lesion. The procedure was completed and no patient complications were reported. The patient condition was normal.